Event description:
It was reported that a hcu 30 unit did not heat during operation and indicated an error 1004. No pt injury was reported. Reference: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A maquet field service technician inspected the faulty device and found that the pt circuit did not contain water and was unable to heat water. The field service technician determined there was a faulty three-way valve which was replaced and the device was returned to the customer. A supplemental medwatch will be submitted if add'l info becomes available.